Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 4.9, 3.2, 3.6, and 3.8. Patient concerned about meter's accuracy, but has no lab results for comparison. Obtained the following inr results over an unspecified period of time; likely a couple of weeks: 4.9, 3.2, 3.6, and 3.8. Therapeutic range 2.0-3.0. Patient's meds and other medical history are unknown. Customer noted that meter is often on an unstable surface during testing; advised of correct procedure per pi. Patient is calling to report that he is changing to 2.5 mg warfarin and will do a correlation in 10 days.